Event description:
It was reported that post a stenting treatment procedure, a vessel dissection was identified. Access was obtained through a radial approach. The lesion being treated was located in the mid circumflex (cx). The lesion was predilated with a 3.0x12mm apex balloon. The physician implanted a 3.5x12mm ion stent. Thirty minutes post procedure, while still in the cath lab, the patient began experiencing severe chest pain. Femoral access was obtained. The physician could not get a non-bsc catheter to the lesion. A non-bsc infusion balloon was used. Angiography was performed and a distal edge dissection was identified. Two ion stents (3.0x20mm (mid) and 3.0x28mm (distal), were placed to cover the dissection. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).